Event description:
As reported by the (B)(4) registry approximately three days post index procedure, the patient experienced hemiparesis on the right side. Diagnosis was a stroke. This patient originally was diagnosed with a transient ischemic attack (tia). However, the neurologist saw the patient and is calling the event a stroke, despite the CT scans being negative. The CT scan did show a 60% stenosis of the implanted stent, possibly stent thrombosis. The index procedure was uneventful and she was subsequently discharged the next day. There were no problems placing the filter or the stent. However, per the operative report, there was some "compliance and lack of balloon to go to total profile indicating a highly stiff vessel." The doctor called a 20% residual stenosis at the end of the procedure. It wasn't until three days post procedure when the patient was at home sitting at the table. She experienced sudden right arm and leg weakness, right lip droop, and dysarthria/aphasia. She was transported to the e.r. Her symptoms resolved for the most part within about 4 hours. Symptoms resolved on their own. The patient is a (B)(6) female who was enrolled in (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the left internal carotid artery (l6). The vessel was described as mildly calcified and mildly tortuous. The rate of stenosis was 80%. An angioguard (501814rmc/ lot 70712502) embolic protection device was advanced and deployed distal to the lesion. A precise (pc0730rxc/ lot 15690770) stent was deployed in the lesion. The angioguard was safely removed from the patient following stent placement. The procedure was successfully completed.

Manufacturer narrative:
The patient was admitted three days post procedure and underwent CT scans, etc. The neurologist evaluated her and is calling the event a stroke (left mca infarct) -- she had mild residual right sided weakness greater than 24 hours. The patient was discharged four days later. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire registry approximately three days post index procedure the patient experienced hemiparesis on the right side which was diagnosed as a stroke. The patient is an (B)(6) female who was enrolled in the (B)(6) study for stenting of the ostium of the left internal carotid artery (l6). The vessel was described as mildly calcified and mildly tortuous with a stenosis of 80%. An angioguard was advanced and deployed distal to the lesion followed by deployment of a precise stent with a residual stenosis of 20%. The angioguard was safely removed from the patient following stent placement and the procedure was successfully completed. The patient was admitted three days post procedure after experiencing sudden right arm and leg weakness, right lip droop, and dysarthria/aphasia. CT scans were negative for an acute event. However, the CT scan also showed approximately a 50% in-stent stenosis for which the patient will be scheduled to undergo revascularization the patient had mild residual right sided weakness lasting greater than 24 hours and was discharged four days later. The patients medical history includes hyperlipidemia, smoking, hypertension, chf, angina, thyroid disease, arthritis and gerd. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15690770 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.